Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had 2 or 3 occurrences of sit-down falls (they were already squatting so they just sat back on their butt). They also experienced an inability to clean out their bowels after a 48-hour colon cleanse and total incontinence that began 5-7 days prior. They had a feeling of a vibrator sensation in the vagina that started 2 weeks ago that didn't feel very good, which eventually stopped. Additionally, the patient was unable to go out and get the mail because when they get within 10 feet of their door, they had urinary incontinence. A colonoscopy was conducted on (B)(6) 2024 and a muscle test was planned to assess muscle function. The device was not providing stimulation at the highest setting, and a maximum settings message was displayed. Patient was on program 1 at 0.4 and it wanted them to turn it on and hold it to their butt and every time they hit all 7 programs and it said at highest setting it turned it off and they followed the instructions and turned it back on and increased it and it turned it back off. The issue was not resolved, and the patient was redirected to their healthcare provider for further assistance.